Event description:
Additional information indicated a revision procedure was performed. The physician used the pacer as a back up in case the right ventricular (rv) lead dislodges again. The rv lead was explanted and successfully replaced. The right atrial (ra) lead was repositioned. It was noted the patient has two systems implanted, a pacemaker and an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture. The patient complained of syncope and lightheadedness. A revision procedure may be scheduled to reposition the lead. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.